Manufacturer narrative:
Camera images and log file from the customer's instrument were reviewed. Review of the camera report shows that the alignment was optimal. Review of the calibration image shows that all values are within the expected range. The images were consistent with the results reported by the echo.the reactivity of the k antigen was confirmed on retention crrs (3) lot r046. The retention product performed as expected.testing was performed with returned patient sample using retention crrs (3), lot r046 on in-house echo. The sample was nonreactive in all testing. Hemagglutination tube testing was performed with the sample using panoscreen and immuadd as the potentiator. The sample exhibited 1+ reactivity at iat with cell ii (k+) and was nonreactive in all other testing.

Event description:
Customer reported that 1 sample is being interpreted as negative on the echo blood bank analyzer during a capture-r ready-screen (crrs) assay using crrs lot r046. The patient sample has a history of anti-k.